Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was detecting low frequency noise that is being sensed and triggered inappropriate shocks as well as inhibition of pacing.